Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient came into the clinic for a post-implant check. Physician noticed the wound had not closed yet. Decision was made to explant the device. A new device will be implanted in two weeks. There was no complaint against the function of the device by the physician.